Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. When attempting to place a valve, the physician noticed that one of the sizing wings of the zephyr 4.0-j endobronchial delivery catheter (edc) had fallen off. The sizing wing was successfully removed with biopsy forceps and the procedure was completed without any further issues. The patient tolerated the procedure without incidence.